Manufacturer narrative:
Result - load cell, motion interrupt pan. After replacing parts, it was noticed the frame was bent and recommended customer scrap bed.

Event description:
It was reported by service report that the scale was inaccurate, the lift was inoperable, and the motion interrupt pan would not fit due to a bent frame.